Event description:
Healthcare professional reported left side "rupture per ultrasound" and capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, part of the shell is missing, crease fold. A microscopic analysis was performed which identify a striated edge broken. Based on the device analysis the final assessment is a striated edge broken on posterior side assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.